Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and seven months later, computed tomography of the abdomen and pelvis with contrast revealed pulmonary emboli was noted in the right lower lobe ranges. Infiltrates are infarct in the right lung base posterior to pulmonary emboli. The filter tilted 45 degrees to the left. Filter struts penetrated inferior vena cava wall on the right. There was 2.1 x 0.9 cm thrombus in relationship to the superior tip of the filter. Allowed clots to pass by without protection. After two weeks, inferior vena cavagram showed large pulmonary embolus. On the next day, cavogram revealed a tilted filter in the infrarenal inferior vena cava. A small stable thrombus identified extended above the filter. Therefore, the investigation is confirmed for alleged filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter and pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary artery saddle embolus. Approximately nine years and seven months post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus above the filter and diagnosed with pulmonary embolism, however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary artery saddle embolus. Approximately nine years and seven months post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced thrombus above the filter and diagnosed with pulmonary embolism, however, the current status of the patient is unknown.